Event description:
Pt self-tester reports: instrument takes a long time to give results, noisy, and the protime system inr results higher than reference lab. Protime inr 8.0 vs reference lab inr 2.0 on same day. Inr target range: 3.5-4.0. No adverse events reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2010 references itc complaint (B)(4). Method, result, conclusion: manufacturer/eval/investigation pending product return from user facility.